Event description:
Complaint received that alleges "patient states that they used the device around five times and the device was causing the strength in the patient's hand to lessen. The patient went to their doctor and they told the patient they didn't know why they were experiencing these symptoms". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.